Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient experienced bleeding in the entire examined colon. The patient was hospitalized and transfused with 2 units of packed red blood cells. On (B)(6) 2015 the patient experienced another gi bleeding event. A colonoscopy revealed one bleeding colonic angioectasia that was treated with thermal therapy and was clipped. On (B)(6) 2015, the patient again experienced lower gi bleeding. A colonoscopy revealed bleeding from the cecum and terminal ileum. The patient was transfused with 2 units of packed cells and was treated with thermal therapy and a clip was placed. The patient was later discharged.

Manufacturer narrative:
Approximate age of device ¿ 52 days.the pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.

Manufacturer narrative:
A correlation between the device and the reported gi bleeding could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support and no further related events have been reported. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.